Event description:
Non-(B)(6) device. Healthcare professional reported "exchange from silicone textured to smooth due to concern with the product". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5184512.